Event description:
The customer reported that a small piece of the electrode near the jaws broke off and fell into the pt cavity during the procedure. The piece was retrieved by the surgeon, and no pt injury occurred.

Manufacturer narrative:
(B)(4). Visual inspection found the snap pins on the electrode jaws were intact. It was found that some material from the plastic pin in the handle was scraped. This may have occurred during installation on the metal handpiece but it could not be determined if any of the plastic is missing. It is possible that this damage can be caused by multiple assembly attempts. The instructions for use provide additional info on the proper method of assembling the electrodes into the reusable instrument.